Event description:
The doctor reported than an iris burn occurred during a cataract procedure. The patient had a grade 4+ cataract (nuclear sclerosis). The patient also had a shallow anterior chamber depth and a small to mid-dilated pupil. The doctor reported that the incision size was 2.2 mm. The doctor stated that the event occurred as a result of the proximity of a sub-incisional irs to the phaco tip.

Manufacturer narrative:
The customer did not provide the serial number of the system. Therefore, neither the complaint history nor the device history record could be reviewed. No samples have been returned for evaluation. The root cause of the event could not be determined. Additional information has been requested multiple times; however, no further information has been provided.